Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared. There was no patient involvement, as the pump was not being used on the patient at the time of the event.